Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to s-ICD posterior migration. It was noted that the patient and the physician wanted a transvenous system implanted. Currently, there is no information on a new system being implanted. No additional adverse patient effects were reported.